Event description:
It was reported that, the patient had a swollen knee. The doctor thought it was infected so he decided to go in and wash the knee and insert a new poly.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.